Event description:
It was reported that this left ventricular (lv) was surgically abandoned shortly after coronary artery bypass graft surgery (CABG) due to loss of capture and high capture thresholds caused by suspected dislodgement. The physician decided to replace the lead with a bipolar lead. No additional adverse patient effects were reported.